Manufacturer narrative:
The insulin pump was received with severely scratched display window, however drive support cap was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump screen was scratched and no longer readable. Blood glucose was 155 mg/dl at the time of incident. No symptoms or treatment were reported. Troubleshooting was performed and found that drive support cap also appears to be damaged. Product was returned for analysis.